Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic subtotal gastrectomy, while ligating gastric vessels, the surgeon was able to squeezed the handle and the jaws was able to close. There were issues with loading or firing of the clips but they can still fired it from the device but some of the clips did not form well and therefore were unable to properly ligate the targeted vessels. They used another device to resolve the issue and complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic subtotal gastrectomy, while ligating gastric vessels, the surgeon was able to squeezed the handle and the jaws was able to close. There were issues with loading or firing of the clips but they can still fired it from the device but some of the clips did not form well and therefore were unable to properly ligate the targeted vessels. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.